Manufacturer narrative:
This report is related to MFR 1415939-2013-00407. Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, and a review of labeling. The field service engineer (fse) performed a passing aspiration test and a passing vacuum diagnostics test. The fse performed a failing valve pressure test, and in response replaced the valve, manifold kit in zone 1 and 2 to resolve the issue. The subsequent service history does not include further reports of erratic or discrepant patient results. Tracking and trending identified no adverse trends. Labeling was reviewed and was found to be adequate. No product deficiency was identified.

Event description:
The customer stated an architect i2000sr analyzer generated a falsely elevated ca 19-9 result for one patient sample. The analyzer generated an initial ca 19-9 result of 30.69 and repeat ca 19-9 results of 26.40, 17.01, 12.76, 16.36, 13.08, and 13.93 u/ml. There was no adverse impact to patient management reported.